Event description:
A report was received that a pt experienced a pseudomonas infection (unconfirmed) after using the oxysept 1-step system. The infection was noted in his left eye only. The pt reportedly only wore his lenses from thursday to sunday each week.